Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned. The device had been deployed with blood present in the device. The returned body of the device, lever, foot, guide and sheath had no damage or abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was inserted to test needle trajectory and the results were acceptable. Based on the investigation findings, a probable root cause could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not provide hemostasis to the artery. Manual compression was applied for 15 minutes to achieve hemostasis. There was no adverse patient effects reported. Though requested, no additional information was provided.